Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report site was unable to insert the instrument all the way into the patient. Tse reviewed the logs and found no errors. The site stated they looked for bunching of the drape under the insertion carriage but found it to be good. The site swapped out the drape and the issue persisted. When the site called in, they were only using the first three arms and decided not to use arm 4 anymore. No troubleshooting was done during the call. Tse recommended to power cycle the system and to instrument clutch arm 4 and test the insertion movement after case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was tested at startup and there were no errors at startup. Site discontinued the use of the arm4. The procedure was completed robotically with surgical assistant retracting gallbladder for remainder of case.

Manufacturer narrative:
The usm was installed onto a golden system triggering 319 acc node indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on acc. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.